Manufacturer narrative:
H6. Updated with f1904. Corrected data: d4. Catalog number updated. The investigation is still ongoing.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 68 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was supported by a vent for respiratory needs prior to the pump placement, but all other medical history was not shared. The pump was supporting when on the day after implant there was a change in urine color, which is indicative of hemolysis, and concerns due to the pump being placed to deep within the left ventricle per imaging. The team awaited the physician so that pump could be repositioned. After just under 44 hours the pump was explanted. The patient survived. Positional issues are part of everyday practice, and can occur with coughing, movement, etc. There was no indication of the positioning issues caused lasting harm or injury or needed extensive intervention.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.